Event description:
Additional information was received from the patient. They reported that ¿no,¿ they had not yet contacted their doctor who managed their device about their starting to feel stimulation too strong. In response to the inquiry for if the cause of the stimulation issue had been determined and what most likely caused the stimulation issue, the patient replied they suspected that because they were ¿bent over like a pretzel,¿ that it had to do with their organs getting the stimulation also because the nurse had increased the stimulation a short time before. In response to the inquiry for what steps were or would be taken to resolve this issue, the patient stated they turned the device off for a couple of days and after about 24 hours the stimulation stopped. The patient stated they reset the device where it was comfortable and when it starts to happen again, they just go lay down for a short time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that all of a sudden they started feeling stimulation and stated they weren't feeling it two hours ago. Pt stated feeling of stimulation is stronger than it was before. Pt stated they had met with an np at one month checkup that increased pt's stimulation from 0.6 to 0.8 without pt's permission and pt stated this setting seemed to be ok at first. Pt stated about 10 days later pt would feel stimulation, but stated it wasn't too bad so pt left it. Pt stated all of sudden this morning pt is really feeling stimulation and pt stated they "haven't touched it". Pt denied any recent trauma to implant site or falls. Reviewed stimulation overview with positional movement. Pt stated initially handset wasn't turning on and pt was seeing 100% on handset. Reviewed power button and handset successfully powered on during call when pt held down power button. Walked pt through connecting with ins. Pt stated therapy was on at 0.8v and stated that is the setting pt's np had increased stimulation to. Pt decreased stimulation back to 0.6 and stated they were still feeling "vibrating". Agent inquired if this is comfortable and pt stated after feeling it for several hours it's not. Reviewed stimulation overview and recommended pt decrease stimulation to comfortable level or turn off if needed and follow up with hcp. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.